Manufacturer narrative:
An event of paravalvular leak (pvl), valve underexpansion, device malposition, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the implant depth was 6mm from the non-coronary cusp (ncc) (deeper than the recommended 3mm), there was predominantly calcium around the non-coronary cusp, there were no deployment difficulties noted, the patient did not have pre-existing arrhythmia, and there was mild calcification protruding toward the lvot (left ventricular outflow tract) between the left coronary cusp (lcc) and ncc. No information regarding valve sizing was received. It was also noted that there was slight under expansion of the valve and no noted anatomical or tissue/calcium interference affecting expansion. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient. It was noted via electrocardiogram, that during procedure the patient developed a left bundle branch block. The patient had been placed under conscious sedation for procedure. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. It was noted that during procedure the 27mm navitor valve was re-sheathed once due to being deployed too high. There was no other difficulty experienced implanting the 27mm navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth of the valve was 6mm. The it was noted post-implant via angiogram, that there was moderate perivalvular leakage, despite there being sufficient asymmetric calcium to allow sealing. It was also noted that there was slight under expansion of 27mm navitor valve. However, there was no noted anatomical or tissue/calcium interference affecting expansion. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 23mm non-abbott device. There was no intervention performed for the left bundle branch block, but the patient was hospitalized for monitoring of rhythm. On (B)(6) 2023, it was noted that the lbbb persisted. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.